Event description:
Allegedly, the knee had an infection, so the doctor changed the poly.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.